Event description:
It was reported that during a stent graft procedure, a balloon burst occurred. The 75% stenosed lesion was located in the severely tortuous and calcified abdominal aorta. Upon advanced the equalizer balloon catheter to the lesion, no resistance was encountered. The physician predilated the lesion with the balloon. The balloon was inflated twice with an unspecified number of atms. However, on the second attempt to inflate the balloon, the balloon would not inflate. Upon removal of the device from the sheath, it was noted that the balloon appeared to be ruptured. The device was removed from the patient and the procedure was completed. No post-procedure complications were noted and the patient status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.